Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was rebooting intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/05/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/24/2014 with the following findings:a review of the pump¿s black box history showed that four power reboots were recorded on 03/22/2014. The returned battery cap was able to be fully tightened to the pump. The pump was exercised for 24 hours with no power losses or rebooting issues occurring. The battery cap contact height and width measurements were found to be within the required specifications. The pump case was removed and no internal issues were observed. The complaint of the pump losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.